Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new user contacted support about initial use of the ilet and asked whether the pump would deliver insulin during low glucose and how to enable low alerts; the user experienced hyperglycemia up to 300 mg/dl prior to starting on the pump and a subsequent hypoglycemia to 69 mg/dl due to a missed meal announcement that led to overcorrection, with glucose out of range for approximately four hours while not connected to the pump. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer education and troubleshooting focused on connectivity, alert setup through the paired application, and guidance on proper meal announcement to prevent dosing errors. Investigation of this case revealed user not connected to the system during the event and a use error related to missed meal announcement; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and use without system connection.